Event description:
It was reported that the customer's insulin pump had button error alarm/s. The device was returned and replaced. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Findings: no unexpected button error alarms noted. Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.